Event description:
During the case, the doctor drilled hole, as he was tapping the anchor in and then starting to screw it in place, the unit just broke apart, and could not be used. They continued using a back-up. Broken piece was removed with a grasper. It is unknown if additional anchor was placed in same site.

Manufacturer narrative:
Only the delivery portion of the device was returned. No anchor was provided for evaluation. The complaint states that the user attempted to screw the anchor into place after tapping but the IFU only calls for tapping or pushing to insert the anchor. Rotation is only mentioned to be used prior to insertion in order to align the sutures as desired. There are no other complaints on file for this production lot. Based on these observations, no root cause related to the manufacture of the device can be established. (B)(4).

Manufacturer narrative:
(B)(4).